Event description:
It was reported the device had a "microswitch problem". An issue with this component can allow for the device to not detect attached fluid sets properly. No adverse effects reported.